Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the battery was replaced. No further complications were noted or anticipate

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they did not think the ins was working and also that they were not able to connect the ins with their patient programmer. Troubleshooting could not be performed because patient did not have their patient programmer with them and stated that it was lost. There was no symptoms reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported her device was not working, she didn¿t see anything on the programmer. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.